Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient that their blood glucose (bg) levels were reading high for most of tuesday, so they changed the pod tuesday night to this new pod. The patient states the first time they gave them self 8 units of insulin and waited 4 hours and tested again. The bg levels still read "high" so the patient gave 10 units of insulin and that still did not lower bg levels. Patient stated that they went into the emergency room and their bg levels were taken and they were around 690 mg/dl. The patient was diagnosed with hyperglycemia and treated there with a pen injection with 8 units of insulin. The patient stated they were admitted to the hospital until thursday afternoon. Patient stated that the hospital workers took the pod off and disposed of it.